Manufacturer narrative:
This specific device is not sold in the us. This report is based on same or similar product marketed in the us. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the fixed core wire guide broke following a traumatic catheter change. This was discovered when flagged up by district nurse one month later when the retained portion of the wire guide was noted within the catheter. The catheter and retained portion of the of the guidewire were removed. The patient was cystoscoped and no further problems were identified. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Additional information was received on 15aug2018. It is the piece that was discovered later on that has been returned. The initial piece was disposed of as normal at the end of procedure. The clinical team on site have had a meeting to discuss the importance of checking the wire when withdrawn to make sure all intact going forward.

Manufacturer narrative:
Additional information: event. Method codes: incomplete device returned (4116). Investigation/evaluation: a visual inspection and dimensional verification of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, drawings, manufacturing instructions, quality control data, and specifications. The device was returned in a used and damaged state. There is unraveling present on the wire due to proximal weld separation. The unraveling starts at approximately 44.5 cm from the distal weld. The safety wire extends another 2 cm within the unraveled coil before protruding. A length of approximately 98cm of coil appears to be missing, in addition to the proximal weld and all of the mandril wire. A review of the device history record noted there were no non-conformances associated with the complaint device lot number: 8548810. A search of complaint records found this is the only complaint associated with lot: 8548810. The failure is likely to be due to user error. These wires are gauged at every inspection step and if no mandril was present like in this device then it would fail the gauge test; it is unlikely that this failure is manufacturing-related. The customer confirmed that this returned portion of the wire guide was the portion that was protruding into the patient¿s urine bag, not the initial portion that was withdrawn. Since no mandril wire was present, it is possible that during the reported ¿traumatic catheter change¿ an area of the coil was pinched in place, leading to the proximal weld breaking and subsequently the coil elongating. Then during the initial withdrawal, the physician pulled the proximal portion of the coil that was not returned in addition to the entirety of the mandril. It is peculiar that this long of a segment was not noticed to still be in the patient when the wire guide was initially withdrawn. A definitive conclusion was unable to be made. It is very unlikely that this failure was manufacturing-related where this wire guide reached the customer without a mandril wire present. These wire guides are gauged at multiple steps during the manufacturing process, and a mandril-less wire guide would have failed this step and would be scrapped. Additionally, a wire guide without a mandril would be unable to be advanced through a needle, which the customer was able to do. It is possible that during the reported ¿traumatic catheter change¿ an area of the coil was pinched in place, perhaps due to patient anatomy or user technique, leading to the proximal weld breaking during withdrawal and subsequently causing the coil to elongate. The entirety of the mandril wire, now no longer anchored by the proximal weld, could now be withdrawn by the user, leaving the portion of the wire guide that was returned in the patient. Therefore, it is possible there was an unintended use error that caused or contributed to this event. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The event report was received via email correspondence from mhra. During follow up with the user facility after receiving the event report additional event details were obtained. As reported, during the insertion of a long-term catheter via flexible cystoscopy, the fixed core wire guide was placed. The rusch aquaflate long term catheter was placed over the wire and the wire was removed. Afterwards, the patient was sent to a nursing home. It was noticed something was protruding into the urine bag out of catheter. When investigated, they found a broken piece of the wire guide hanging out of catheter. The piece of wire was removed. An investigative flexible cystoscopy was performed. There were no adverse effects on the patient due to this occurrence.

Manufacturer narrative:
The device has been collected from the user facility. Cook is awaiting receipt of the complaint device so that the investigation can be completed. A follow up report will be submitted with the results of the investigation.